Manufacturer narrative:
Method codes: 3331. A manufacturing record evaluation was performed for the finished device w9962; pecdzhb0 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot pecdzhbo invalid number. Please clarify the lot number.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture broke when sewing the uterus during the procedure. Changed another one to complete the surgery. There is no adverse patient consequence reported. No additional information could be provided.